Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the reported failure could not be found in system log review. The 8v fuses were replaced, and the unit was retested using the system; however, it still failed to power on. The original fuses were reinstalled after testing. A visual inspection indicated the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. However, it can be attributed to faulty components preventing the system from powering on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no power on the integrated electrosurgical unit (iesu) or erbe. The customer verified that the power cable was seated properly and then attempted to resolve the issue by moving the power cable to another power outlet, but the same issue persisted. The customer continued the procedure using a third-party esu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05/05/2026: the system functionality was checked upon powering on, and it powered on without errors. Dvstat was contacted and completed full troubleshooting. A force triad generator was used to complete the procedure robotically. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to power issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.